Manufacturer narrative:
Correction: section e1 - the reporter city should have been blank in the initial MDR, rather than "unknown." Additional information received noted that the reporter city was "covington."

Event description:
New information received noted that programming changes were performed to resolve the issue. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. Programming changes were discussed, no intervention was reported. The patient condition was unknown.